Event description:
Received from FDA a copy of customer medsun report. Event desc: "anesthesia tried to push meds with blunt needle through extension tubing and the rubber port busted through and leaked everywhere. New line had to be spiked and hung and 19 inch gauge needle used to spike port." There was no pt harm or medical intervention. Although requested, no additional event or pt information provided by user.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow-up report will be submitted with failure investigation results should the set be received for eval.